Event description:
It was reported that the pt was implanted a sulox-head 28 l 12/14 on the right side on (B)(6) 2014. On (B)(6) 2014 luxation between ball head and inlay occurred. The pt was revised on (B)(6) 2014.

Manufacturer narrative:
The MFR has not yet received devices or x-rays for review. Where lot number were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).